Event description:
It was reported that during a subclavian artery stenting procedure, a stent was unable to be seen under fluoroscopy. The >50% stenosed lesion was located in the left subclavian artery. The vessel details are unknown. The sentinol biliary 10x21mm stent delivery system was advanced to the lesion and the stent was deployed and implanted. The stent post implantation was unable to be seen under fluoroscopy. The physician used an unspecified balloon to dilate the lesion. One day post procedure, the patient was sent for a routine CT scan and the stent was able to be seen. The stent was confirmed to be implanted correctly as the physician intended. No patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a subclavian artery stenting procedure, a stent was unable to be seen under fluoroscopy. The >50% stenosed lesion was located in the left subclavian artery. The vessel details are unknown. The sentinol biliary 10x21mm stent delivery system was advanced to the lesion and the stent was deployed and implanted. The stent post implantation was unable to be seen under fluoroscopy. The physician used an unspecified balloon to dilate the lesion. One day post procedure, the patient was sent for a routine CT scan and the stent was able to be seen. The stent was confirmed to be implanted correctly as the physician intended. No patient injuries or complications were reported. The patient status is reported as "fine."

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a sentinol stent delivery system. Visual inspection verified that the radiopaque markers were appropriately positioned and secured on the inner and outer shaft components. During inspection a shaft kink was identified on the outer shaft approximately 26 cm from the proximal hub. The manufacturing batch record review confirmed the reported batch met all material, assembly, and performance specifications. The most probable root cause is determined to be user related, as the target vessel was the subclavian, while the dfu states the device is indicated for transhepatic palliation of malignant neoplasms in the biliary tree. (B)(4).